Manufacturer narrative:
(B)(4)

Event description:
During follow-up, interrogation revealed the device had reached eri earlier than previously anticipated. It is unknown if eri was premature. The device was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
As-received, the device was in backup mode post explant due to exposure to cold temperature. The device was reloaded and programmed device to nominal settings. Analysis performed, including mechanical stressing, found the device to be functioning within normal electrical characteristics. Device image showed battery voltage was within normal operating range during the entire implant duration. The elective replacement indicator (eri) alert on (B)(6) 2016 as stated from the field complaint was triggered while battery voltage was still above eri likely due to temporary high current from the autocapture function. There was evidence from the device image that autocapture was enabled and operated in high output mode (hom) at times. Device being in hom could cause the eri flag to be falsely triggered.